Event description:
A user facility reported to fresenius that a patient on venovenous extracorporeal membrane oxygenation (ECMO) support utilizing the novalung console with the xlung kit experienced hemolysis. Two days prior to the hemolysis being diagnosed by laboratory results, it was reported that a high-pitched screeching noise was heard coming from the console. The noise was occurring every thirty minutes for approximately ten seconds. It was confirmed that the patient was stable, flows were steady, and there was no perceived harm being done to the patient. The patient¿s ongoing ECMO settings included a blood flow rate of 2l at 5000 rpm with a sweep gas of 4l at 100% oxygen. Upon follow-up, it was affirmed that the patient¿s hemolysis ¿had nothing to do with the high-pitched screeching noise¿. Concerning the hemolysis, the ECMO specialist confirmed the patient did not experience a serious injury, require medical intervention beyond ongoing ECMO support, or require a change in support modality as a result of the hemolysis. It was noted the age of oxygenator in use was on day 12 when the noise occurred but resolved on its own shortly after. The ECMO specialist stated the patient¿s oxygenation remained at targeted levels throughout this event as demonstrated by arterial blood gas. The ECMO specialist did not believe the hemolysis was a result of a deficiency or malfunction of any fresenius/xenios products. The ECMO specialist stated the hemolysis was more than likely caused by the aging oxygenator as the xlung kit was used through day 14 when hemolysis occurred. The patient was said to be continuing on ECMO support (currently on day 102 of support) on a different novalung console due to the facility¿s standard practice of exchanging consoles after a set number of days on ECMO support. The ECMO specialist stated the oxygenator used at the time of the noise and hemolysis was discarded in the hospital and unavailable. The lot number for the disposable device is not known. The ECMO specialist was uncertain if a field technician had checked the novalung console but affirmed the device was still in the facility at the time of follow-up.